Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection or inflammation prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical/surgical intervention performed including medication name and results. Other relevant patient history/concomitant medications? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date and a barbed suture was used. Post-op, approximately, two weeks after the surgery. Pus came out from the middle of the wound and distal end and it did not heal smoothly. The patient had a stitch abscess and inflammatory reaction. After the patient took antibiotics for three days, the suture was removed from the inflammation site. The surgeon stated the patient's progress will be seen again at the outpatient clinic this week. The current status of the patient was reported discharged from the hospital. The surgeon opined that the event may not have been caused by the suture, but it may be necessary to be aware that the tensile strength of this is long and remains long. It may be important to suture the area not too close to the skin. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/6/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Unknown. Date of index surgical procedure? Unknown. The diagnosis and indication for the index surgical procedure? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Other. Total hip arthroplasty. On what tissue was the suture used? Unknown. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Unknown. Was at least one reverse stitch performed prior to closure? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Not reported. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Suture site abscess and inflammation. Please provide the onset date/time of infection from the initial surgical procedure. Unknown. Were there any pre-existing signs/symptoms of active infection or inflammation prior to this surgical procedure? Not reported. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes, post-op, the patient had antibiotics for 3 days. Were cultures performed? If so, please provide the results. Unknown. How much and what type of drainage is present in this wound? Unknown. Please describe any medical/surgical intervention performed including medication name and results. The patient had antibiotics for 3 days then suture was removed. Other relevant patient history/concomitant medications? Unknown. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Unknown. Does the patient have a known allergic history to any medical devices, food and/or medication? Unknown. Was allergy testing performed? If so, please describe with results. Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Dr. Said it may not be due to the thread, but it may be necessary to be aware that pds has a long tensile strength and remains for a long time. It may be important to suture where it is not too close to the skin. What is the patient's current status? The sumpton was relieved. Lot number? Unknown. Surgeon¿s name? (B)(6).